Event description:
A peritoneal dialysis patient contacted fresenius technical support to report an m31 air detected in cassette warning occurred in drain 2 of 5. The m31 air detected in cassette warning occurred prior the fluid leak. Fluid was seen on the floor in front of the cycler. Fluid was discovered during drain 2 of 5. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from unknown location. The patient was advised to reset up with new supplies. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, the patient stated that their cassette leaked during drain 2 of treatment, the patient stated the leak came from the blue pin on the cassette. Several ounces of fluid leaked. There was no leakage from the bag or the connection to the bag. The patient canceled treatment and reset up with new supplies. They were able to complete treatment without issue. The sample cassette is not available for return. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis patient contacted fresenius technical support to report an m31 air detected in cassette warning occurred in drain 2 of 5. The m31 air detected in cassette warning occurred prior the fluid leak. Fluid was seen on the floor in front of the cycler. Fluid was discovered during drain 2 of 5. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from unknown location. The patient was advised to reset up with new supplies. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, the patient stated that their cassette leaked during drain 2 of treatment, the patient stated the leak came from the blue pin on the cassette. Several ounces of fluid leaked. There was no leakage from the bag or the connection to the bag. The patient canceled treatment and reset up with new supplies. They were able to complete treatment without issue. The sample cassette is not available for return. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.